Event description:
It was reported that during hyper care monitoring, the insertable cardiac monitor (icm) was observed to exhibit incorrect measurement in which the manufacturing date clock (mdt) was different from the real time clock (rtc), resulting in the (artificial intelligence) ai feature being unable to work properly. No intervention was reported. There were no known or reported patient complaints or consequences.

Manufacturer narrative:
The reported event of clock drift was confirmed. Based on the information provided, it was determined that the device clock had a static offset, but the accuracy was within specifications. The clock drift resulted in the ai not functioning appropriately, but all other device features are operating correctly.